Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: as reported, during an unknown procedure, upon opening the package of an 'ngage nitinol stone extractor' it was found that the "mesh at the head" of the basket was abnormal and the basket would not open and close properly. The device did not make patient contact. Another same type device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device(s) was/were also conducted. One, 'ngage nitinol stone extractor' was returned for investigation. Handle could actuate basket formation without opening/closing basket; basket was severely damaged; wires were broken, discolored, and bent. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed one other related complaint associated with the complaint device lot. Although the two complaints had different reported failures, analysis of the returned device found the two devices had similar damage that would prevent the devices from functioning. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU [t_shef_rev1] supplied with the device states the following in consideration of the reported failure mode: suggested handling instructions for extractors and forceps: caution: this device is conductive. Avoid contact with any electrified instrument. The returned device was found to have a severely damaged basket. The wires of the basket were broken, discolored, and bent. The wires had the appearance of being exposed to a laser or other electrified instrument, but the provided information stated the issue occurred before use of the device. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, upon opening the package of an ngage nitinol stone extractor it was found that the "mesh at the head" of the basket was abnormal and the basket would not open and close properly. The device did not make patient contact. Another same type device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: street: (B)(6). G4 - PMA/510(k)#: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.